Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, observed foreign material in the light guide (lg) lens could not be identified, and definitive root cause of the issue could not be determined, however, the issue was like due to the adhesive around the lg lens peeling off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used, allowing moisture and foreign material to enter the lens. Because the foreign matter was attached to an area other than the outer surface of the scope, it was likely not possible to be removed during reprocessing. The event may be detected by following the instructions for use sections below: tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was brownish foreign material found between the z-block and the distal end as well as inside the light guide lens which was most likely traces that remained from previous procedures and corrosions. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the annual inspection process. The device evaluation also found water tightness lost due to the wear of the scope cover packing, air/water and suction cylinder had no color, a scratched switch box, a damaged plug unit, bending angle in up direction didn't meet the standard value due to the wear of an angle wire, a damaged cover of a light guide bundle, a cracked light guide lens, shaved distal end, and wear of the adhesive around the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.